Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the tip of the implant holder is indeed broken off. Unfortunately we are not able to comprehend how this breakage occurred. We do suppose though that too much mechanical force- saudal and cranial direction- during removal of the holder had led to this damage. Please note that the instrument is designed for a lateral movement. The broken surface is homogenous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported there was a breakage of the front tip. This is report 1 of 1 for complaint (B)(4).